Event description:
Female person was wearing sunglasses while playing football in the fall of 1993. She states she fell while running and landed on her side. Her husband states she landed on her face. She cut her eyebrow in the fall and needed 15 stitches. She does not know exactly what happened, but afterward noticed that the left earpiece came out of the frame. She did not notify co sooner because she did not have address.